Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged with loss of capture after the implant. Subsequently, this rv was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged with loss of capture after the implant. The rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.